Event description:
The customer reported that the kv was high by .4. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the dose rate. The system operates as intended.